Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B) (4) has been completed. The reported problem was confirmed. The monitor would not discharge the capacitor bank. The root cause of reboot problem was a defective q11, which is a high voltage transistor. The root cause of the defective transistor is unknown, but is likely random component failure. The defective transistor was replaced. This is an unusual event. During testing, the monitored failed during the first pulse of the treatment sequence. The cause of this was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. The monitor was repaired and retested. The monitor was made a demonstration unit. No adverse event resulted from the defective transistor. The patient received a replacement monitor.

Event description:
The recent download from a (B) (6) male patient revealed several "discharge profile fault" flags. Support attempted to reach the patient and had to leave a message. Support contacted the patient on 05/20, 05/22 and 05/26 and had to leave a message. On 5/26, support sent the patient a letter for him to call us regarding this issue. On 5/28, the patient contacted lifecor customer support regarding the letter and support sent the patient a replacement monitor.